Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that it was found the image is flickering. There was no patient involvement.

Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported event was confirmed. The device evaluation noted the image flickering , faulty charged coupled device unit was noted. The root cause cannot be conclusively identified. Probable cause based on reasonably known information suggest probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit olympus will continue to monitor field performance for this device.